Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) bi-ventricular (bi-v) defibrillator 2010 (B)(6); 6947-65 implantable tachy lead 2010 (B)(6); 4076-52 2010 (B)(6). (B)(4).

Event description:
It was reported that there was high left ventricular thresholds and a likely lead dislodgement. Part of the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.